Manufacturer narrative:
Customer's meter has been returned to the lab and the complaint was not confirmed. Meter powered on with button depression and insertion of strips. Missing segments were not observed.

Event description:
Customer reported there were low battery, booklet and arrow icons appeared on their freestyle flash meter and the icons were lighter than before. Customer also reported she was involved in a car accident 40 mins after testing her blood sugar and stated she was eating nutritional bar while driving and denied taking any medication before leaving her house. Customer recalled she was "not feel normal" and was very confused when the paramedics arrived at the scene. Customer reported the paramedics obtained a reading of 24 mg/ml with their hcp meter. Customer was then transported to a local hospital where she was diagnosed with severe hypoglycemia and being treated with glucose intravenously and a bolus of insulin. It is unk when the bolus of inulin was given. There is no report of death or mistreatment associated with this event.